Event description:
Hill-rom received a report from a hill-rom tech found the brakes not holding. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the brake/steer torque bar worn out on both ends causing brake pedals to not engage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the torque bar to resolve the issue. Based on this info, no further action is required.